Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This lead was explanted and replaced because the patient had been complaining of chronic chest pain. The hospital retained this lead. Should additional information be received, this file will be updated